Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure, the physician experienced difficulty in placing the coil (subject device) and a stroke occurred followed by a thrombus formation inside the patient vessel. The physician used a microcatheter to remove the thrombus and ended the procedure. The patient was reported to be in stable condition. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the coil delivery wire was kinked, likely due to handling.the main coil was stretched as well. During functional testing, the coil was advanced through the introducer sheath with no issues. Patient stroke and thrombosis formation are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during a coil embolization procedure, the physician experienced difficulty in placing the coil (subject device) and a stroke occurred followed by a thrombus formation inside the patient vessel. The physician used a microcatheter to remove the thrombus and ended the procedure. The patient was reported to be in stable condition. No further information is available.